Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, the reported issue was confirmed. The oxygen concentration rose to 100% even though the oxygen concentration level was set to 30%. The failures were caused by a defective printed-circuit board (pcb) inside the gas module. The pcb is part of the flow measuring in the gas module. The failure of the pcb leads to an inaccurate gas flow regulation which will be detected during pre-use checks tests and alarms will be activated if the failure were to occur during ventilation. The failure was confirmed in the received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined to be (B)(6) 2016.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient the oxygen concentration rose to 100% even though the oxygen concentration was set to 30%. There was no patient harm. (B)(4).